Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap inguinal hernia repair. According to the reporter: plastic clear tip inside of the trocar came off and felt down trocar into patient's body.